Event description:
It was reported that the patient expired due to congestive heart failure and chronic obstructive pulmonary disease. It was also reported that the patient had coronary artery disease, atrial fibrillation, ischemic cardiomyopathy and hyperlipidemia. Patient was in comfort care when expired. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: first notification date for initial report is (B)(6) 2017.